Event description:
As reported in the reference manufacture report number 6000001-2009-00439, in 2009, the physician from the facility contacted the baxter sales representative to report that six to seven blood stream infections occurred since they switched to flolink IV access device with positive fluid displacement and that they are not sure if they should continue using the product. It was suggested by the baxter sales representative that the infections could be related to the technique the nurses are using with the product. The customer switched to the flolink product in approx three months prior. The following month of original month, additional info was received clarifying that 10 pts from this facility had blood stream infections. The following lot numbers were provided by the clinic as the ones they have in stock, although they may not be the ones associated with the blood stream infections. This pt was being treated on the oncology floor and had a peripherally inserted central catheter (PICC) line placed twenty days prior to original date. A blood stream infection (streptococcus mitis) occurred 8 days later. The pt expired four days later.

Manufacturer narrative:
Reference manufacture report# 6000001-2009-00439. It is not known at this time if samples will be returned for eval.